Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2012 and suture was used. While making a purse, the suture broke. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Two returned undispensed sutures in a plastic sot and six returned used suture segments were returned. The two returned undispensed sutures in the plastic sot were intact and undamaged. One returned needled suture segment had a cut end. The second returned needled suture segment had a broken end consistent with a tensile breakage. The third, fourth, and fifth returned segments had both ends broken. The sixth returned segment had one end cut and one end broken with some instrumentation damage (flattening) present. The amount of force required to cause the breakages could not be determined.